Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there were false negatives. The following information was provided by the initial reporter: user informed that issue happens 1-3 times a month, they see the growth in vial although instrument is giving negative result. The application will be ask to talk with them about their workflow. A user reported false negative results to an ids representative.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary this complaint alleges a failure on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer reported false negative results on their instrument (case #'s (B)(4)). A field service engineer (fse) and application specialist (as) arrived onsite to troubleshoot the instrument and observe customer workflow. The as reviewed customer workflow and found no contamination of the false negative cultures, however, it was noticed that the customer was vortexing samples rather than gently inverted the samples. The fse inspected the instrument and checked voltages, instrument temperatures, calibrators, optics were cleaned, and the software and calibrators were proactively reinstalled/replaced. The detector operation and fluorescence levels were checked, and log files were reviewed. No instrument issues were noted. The instrument was returned to the customer in working order. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is attributed to customer workflow. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of february. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. This complaint will be included in the periodic trend review. H3 other text : see h.10.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there were false negatives. The following information was provided by the initial reporter: user informed that issue happens 1-3 times a month, they see the growth in vial although instrument is giving negative result. The application will be ask to talk with them about their workflow. A user reported false negative results to an ids representative.